Event description:
Inflation could not be maintained on one (1) size 6 dct, disposable cannula low pressure cuffed tracheostomy tube. It is unknown how long the 6dct device was in use or if device was tedt prior to insertion. Add'l info has been requested reagrding reported event, device usage and maintenance. As of the date of this submission, the requested info has not been received. There was no reported pt compromise. The 6dct device was returned to the MFR on 31/9/97 and processed to the quality analytical laboratory for decontamination, analysis and investigation.